Event description:
Pioneer received a medwatch report from a user facility indicating that one pt had a stayfuse device explanted at their facility. It was reported that the device was explanted from the second left toe because it had disengaged. Through investigation, it was reported by the sales consultant that the pt had visted the surgeon's office approx 2 weeks post-op of the original implantation (in 2000) complaining of severe discomfort, pain and swelling. It was reported that the pt admitted to walking on the foot in question 2 days post-op, which is contrary to device indications. The explantation led to the medwatch report and subsequently this report.